Manufacturer narrative:
The manufacturer conclusion code was corrected. Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Update in regard to solia s 53 (81147687) during the electrical inspection a short circuit was confirmed when moving the proximal end of the lead. During the visual analysis an insulation defect inside the is-1 connector was noted. This damage is assumed to be the root cause for the clinical observation. The subsequent analysis of the manufacturing process revealed that all production steps had been performed accordingly. The lead passed the final electrical acceptance test. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Based on the analysis results no definite root cause could be determined. However a manufacturing problem could not be excluded.

Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the pacing impedance was out of range; too low. The rv lead was measured under 100 ohms. There appeared to be damage found on the distal side near the fixation sleeve. The physician believed the rv lead had an insulation abrasion.

Manufacturer narrative:
The manufacturer analysis and codes were corrected. Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Update in regard to solia s 53 ((B)(6)): during the electrical inspection a short circuit was confirmed when moving the proximal end of the lead. During the visual analysis an insulation defect inside the is-1 connector was noted. This damage is assumed to be the root cause for the clinical observation. The subsequent analysis of the manufacturing process revealed that all production steps had been performed accordingly. The lead passed the final electrical acceptance test. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Based on the analysis results no definite root cause could be determined. However a manufacturing problem could not be excluded.